Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer¿s current blood glucose was 300 mg/dl,270 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Device was monitored and function properly noted. (B)(4).